Event description:
It is reported that the pt underwent the first stage of a 2 stage revision due to infection.

Manufacturer narrative:
Eval summary - primary operative notes were received which were unremarkable. Office visit notes from (B)(6) 2012, state that the pt started noticing pain in (B)(6) 2012. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.